Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - h6(medical device ¿ problem code). It was reported that during a routine preventive maintenance (pm), performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) helium regulator couldn¿t be calibrated. There was no patient involvement reported. After the unit was evaluated, the fse replaced the pneumatic interface module. The issue was resolved. The unit passed all the functional and safety tests as per factory specifications. It was cleared for use and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during pm the cardiosave intra-aortic balloon pump (iabp) had a helium regulator fault. There was no patient involvement.